Event description:
It was reported that patient faced infusion sites were not adhering properly and falling off shortly after application. Pt reported spending several hours attempting site placement and noted bg was rising during this period on (B)(6) 2026

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.